Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with a mentor memoryshape breast implant 640cc gel breast prosthesis that ruptured after implantation. The patient was feeling pain in her right breast and a doctor noticed that the breast was wrinkled and ordered an MRI. Saline was injected into her right breast for the MRI, and it was reported that this pressing against her chest from the injection caused her pain. Rupture was diagnosed by the MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 13-feb-2025, mentor received additional information about the event. The patient underwent explantation on (B)(6) 2021. Rupture of the right breast prosthesis was confirmed during the surgery. Reason for device explant and/or reoperation: breast prosthesis rupture, breast pain. Manufacturer¿s reference number: (B)(4).